Event description:
During a coronary stent procedure, the physician was unable to cross the lesion. In an attempt to cross the lesion, he inflated the balloon to 2 atm's and deflated a total of two times and then attempted to cross the lesion. The stent dislodged and was retrevied with a snare. No patient injuries or complications were reported.